Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 250-300mg/dl fasting. Verified test strips expire 10/23/2016. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:with hi. No adverse event reported.